Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of having high blood glucose between 300 mg/dl and 400 mg/dl. Customer met with two diabetic educators who advised that insulin pump was not delivering insulin. Customer treated high blood glucose with insulin pump and insulin pen. Customer declined checking for site or insulin issues and declined checking the settings stating that it was already checked at healthcare professional's office and it looked fine. It was reported that drive support cap appeared normal. Insulin pump would be replaced due to customer being told that insulin pump was not delivering.

Manufacturer narrative:
The pump passed all functional testing, including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.